Event description:
An ophthalmic surgeon reported he diagnosed 3 to 4 patients with endophthalmitis after using this product. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report was not received for evaluation. There are no similar reports for lot 10a14d. Investigation of batch records compounding and filing: no remarks related to the manufacturing process, the sterilization of raw materials, equipment, components and product sterilization. All results of chemical, microbiological and toxicology tests were within specification. Additional information has been requested. (B)(4).